Manufacturer narrative:
A 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. A dilator from current inventory was inserted and removed from the sheath. An aspiration vacuum leak test was conducted; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub the cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to address the failure mode of this introducer leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report is to advise of a leak found in the second sheath used during the procedure during analysis. During the atrial fibrillation procedure, blood leaked immediately after inserting the sheath into the patient¿s body. The event occurred prior to transseptal puncture and catheter insertion, but the dilator and guidewire were already inserted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.